Event description:
The customer tested his blood glucose one evening and received a reading of 229 mg/dl using his contour meter. He took insulin based on the reading and sometime later, his glucose dropped to 32 mg/dl. The customer was symptomatic for low glucose when he received the low reading. It's not known if the customer received any type of treatment. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.